Event description:
It was reported at pump replacement that the catheter was clamped with drug, but the internal pump tubing was not primed prior to connecting it to the catheter. No pt symptoms were reported. The hcp was considering supplementation with oral medication during the water delivery. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up reported will ve submitted if add'l info becomes available.